Manufacturer narrative:
This failure is consistent with failures caused by over-pressurization of the device by the user. The user has been notified of the results of our testing. No other corrective action is deemed necessary.

Event description:
Blood leakage was noted at the gas port during case. Unit was changed out without complication to pt.